Event description:
It was reported by the patient's caregiver that the patient was experiencing more seizures following the prophylactic replacement of the vns generator. It was stated that the patient's new vns was programmed to the previous vns generator's settings. No additional relevant information has been received to date.